Manufacturer narrative:
Section e3: occupation is patient/consumer. The coaguchek inrange meter serial number was (B)(6). The meter and test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods."

Event description:
We received an allegation of questionable inr results for 1 patient testing with a coaguchek inrange system. It was alleged the patient took the "wrong dose" of marcumar reportedly contributing to the patient¿s hospitalization for a thrombosis and emergency heart surgery. The patient's marcumar dosage was not provided. On (B)(6) 2024 the result from the meter was reportedly 2.9 inr at 6:30 a.m. On (B)(6) 2024 the patient was allegedly admitted to the hospital. The result from an unknown laboratory method was reportedly 1.3 inr. The patient alleged her blood "was too thick and her heart valve became blocked" resulting in emergency heart surgery. Before the heart surgery, the patient¿s therapeutic range was reportedly 2.0 ¿ 2.5 inr with an alleged testing frequency of 2-3 times per month. After the heart surgery, the patient¿s therapeutic range is reportedly 3.0 ¿ 3.5 inr with an alleged testing frequency of daily. On (B)(6) 2024 the result from the meter was reportedly 5.1 inr at 6:30 a.m. The result from an unknown laboratory method at 7:00 a.m. Was reportedly 2.69 inr. The patient is reportedly in the hospital and allegedly feels bad and has a lot of pain.

Manufacturer narrative:
Section d9 was updated. The meter was returned for investigation. The returned meter was tested using retention test strips (lot: 75620710) and retention controls. Testing results (qc range = 2.4 - 3.6 inr): qc 1: 2.9 inr qc 2: 2.9 inr qc 3: 2.9 inr the obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The investigation did not identify a product problem. The cause of the event could not be determined.